Manufacturer narrative:
P050017/s002 and s003. This 1 x ziv6-80-8-8.0 device of lot number c1181051 was returned for evaluation. Device was returned in the original packaging and was open on receipt. On evaluation of the returned device, it was noted that the stent was returned separate to the delivery system. On visual examination of the returned stent, the stent was confirmed to be fractured, however 8 gold rivets were present. According to additional information provided by the sales rep, it was thought that the stent may have fractured ¿when the surgeon took out the stent with gooseneck capturer¿. The entire delivery system was inspected for damage, no damage was noted to the outer sheath, white tip or distal end of flexor, however the inner peek was kinked 36mm from the distal end of the tip. The kink on the inner peek tubing may have occurred during transportation of the device to cook (B)(4), as the inner peek was exposed on return of the complaint device. Using calibrated ruler the outer sheath measured 79.8cm and was noted to be within specification. The cause of this event cannot be conclusively determined. Upon examination of the returned device, there is no evidence to suggest that the device was manufactured incorrectly. According to the complaint information provided, the user was performing a ¿tips procedure¿. The target location for stent placement was the inferior vena cava portal shunt position. The stent deployed about 80 percent when withdrawing the sheath and then migrated to the inferior vena cava near the right atrium. As the stent had migrated, the user decided to remove the stent rough the femoral vein. The user cut the femoral vein and using a gooseneck capturer removed the device from the patient. On removing the device from the patient, the user inadvertently fractured the stent. Additional information has been provided for this complaint file: it is known that the complaint device reached the target location. The intended target location in this case was the inferior vena cava portal vein shunt. The stent migrated to the inferior vena cava near the right atrium. A cook aes 180 wire guide was used during this procedure. The device was flushed through both flushing ports before the procedure, as per IFU. Resistance was encountered when advancing the stent and introducer through the obstructed area and pre dilatation was conducted before stent deployment. It was confirmed that the user pulled the handle toward the hub during deployment and delivery system was not pushed during deployment. The user answered ¿no¿ the following questions: was the target site severely calcified / tortuous anatomy? Was resistance encountered when advancing the wire guide through the obstructed area? It has been confirmed that imaging will not be provided for this file. As no imaging is available, the customer complaint can be confirmed based on customer testimony. ¿..it is unlikely that the reported migration occurred due to device malfunction. It is possible that the stent migrated because of abnormal use of the device. In relation to this complaint the following comments were provided by medical science officer: as per the instruction for use, the zilver 635 vascular self-expanding stent is intended for use in the iliac, carotid and renal arteries for the following treatments: arteriosclerotic stenosus. Total occlusions that have been recanalizated. It can be noted that according to complaint information provided, the device was planned to be used in the inferior vena cava portal vein shunt, which would be considered as off label use. As per the instruction for use: ¿stent selection¿: the chosen stent diameter should be at least 1mm larger that the diameter of the reference vessel¿ based on the above, it is unlikely that the reported migration occurred due to device malfunction. The stent migration in this case, most likely occurred due to the incorrect stent size in combination with specific anatomy configuration (tips procedure). Note the use of the device in the 'inferior vena cava portal shunt position' would be considered as off label use. According to clinical input: ¿it seems perhaps they used a stent whose diameter was smaller than the tract they formed, so when it was released it migrated with the flow of blood into the hepatic vein and up into the inferior vena cava where it stopped..¿. The potential for the stent to migrate in whatever location it¿s placed, particularly if it¿s not appropriately sized¿. However as the conditions of use could not be replicated in the laboratory settings, a definitive root cause of stent migration cannot be determined. It can be noted that no zilver bms malfunction was confirmed during evaluation of the returned device. Prior to distribution, all ziv6-80-8-8.0 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to the medical science officer and input from r&d it can be stated the zilver 635 vascular self-expanding stent migrated due to the location chosen for deployment. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The stent and delivery system removed from the patient intact. The user placed another device to complete the procedure. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and evaluation of the device involved in this event. Initial description submitted as follows: a zilver stent migrated in this case. The target location was inferior vena cava portal shunt position. The stent deployed about 80 percent when withdrawing the sheath and then shifted to the inferior vena cava near the right atrium. The physician used a gooseneck scratcher to pull out to the femoral vein. The stent and delivery system removed from the patient intact. The user placed another device to complete the procedure.

Manufacturer narrative:
P050017/s002 and s003. According to the complaint information provided, the device associated with this complaint (ziv6-80-8-8.0 stent of lot number c1181051) will be returned to cirl for evaluation. When the device is received by cirl the lab evaluation will be completed and the investigation updated accordingly. Additional information has been provided for this complaint file: it is known that the complaint device reached the target location. The intended target location in this case was the inferior vena cava portal vein shunt. The stent migrated to the inferior vena cava near the right atrium. A cook aes 180 wire guide was used during this procedure. The device was flushed through both flushing ports before the procedure, as per IFU. Resistance was encountered when advancing the stent and introducer through the obstructed area and pre dilatation was conducted before stent deployment. It was confirmed that the user pulled the handle toward the hub during deployment and delivery system was not pushed during deployment. The stent and delivery system was removed from the patient intact and another stent was placed to complete the procedure. The user answered ¿no¿ the following questions: was the target site severely calcified / tortuous anatomy? Was resistance encountered when advancing the wire guide through the obstructed area? Further information provided states: ¿according to confirmation with the sale rep., the stent migrated in this case. The target location was inferior vena cava portal shunt position. The stent deployed about 80 percent when withdrawing the sheath and then shifted to the inferior vena cava near the right atrium. It has been confirmed that imaging will not be provided for this file. As no imaging is available, the customer complaint can be confirmed based on customer testimony. As per the instruction for use, the zilver 635 vascular self-expanding stent is intended for use in the iliac, carotid and renal arteries for the following treatments: arteriosclerotic stenosis. Total occlusions that have been recanalizated. It can be noted that according to complaint information provided, the device was planned to be used in the inferior vena cava portal vein shunt, which would be considered as off label use. Based on the above, it is unlikely that the reported migration occurred due to device malfunction. It is possible that the stent migrated because of the inappropriate location chosen for deployment. The use of the device most likely contributed to this occurrence; however a definitive root cause cannot be determined. Prior to distribution, all ziv6-80-8-8.0 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The stent and delivery system removed from the patient intact. The user placed another device to complete the procedure. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
A zilver stent migrated in this case. The target location was inferior vena cava portal shunt position. The stent deployed about 80 percent when withdrawing the sheath and then shifted to the inferior vena cava near the right atrium. The physician used a gooseneck scratcher to pull out to the femoral vein. The stent and delivery system removed from the patient intact. The user placed another device to complete the procedure.